Event description:
Patient first seen on an unknown date in (B)(6) 2012. Several revisions for veptr rib last being (B)(6) 2011. Patient complained of pain. Revision surgery (B)(6) 2012 for thin apical fusion to t8-t10. Implanted 6 screws placed at t2, t3, t4 and 6 screws l2, l3, and l4. Patient became paraplegic. Reoperation surgery on (B)(6) 2012, wound reopened and rods applied. Patient had paralysis. Rods and screws removed on the same day and paralysis was almost normal by next morning. (B)(6) 2012 traction applied, patient became paraplegic and traction removed. This report is for an unknown screw, and is 1 of 14 reports for this complaint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Vertical expandable prosthetic titanium rib was inserted on an unknown date at the patient (B)(6).

Manufacturer narrative:
Device used for treatment and not diagnosis. Information received from the surgeon.

Event description:
Surgeon noted: the veptr rib was removed because it did not take care of the deformity of the patient and patient is now being treated in other ways. Surgeon also noted the product would not be returning to synthes.